Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: could you please provide more information to "it was to procedure completed physician made stomia"? No. Where within the gap setting scale was the orange indicator prior to firing? In the green field. What confirmation was received that the device was fully fired? Yes. Did the device staple? No all, the staple line were not complete. Was the staple line complete? No all, the staple line were not complete. Were there any staples missing from the staple line? Probably. What was the shape of the staples (b-formation, irregular, legs straight)? B-formation, and irregular. Were the staples deployed into the tissue? Yes. Were the staples seen in the surgical field? Yes. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? Yes. If the device fully cut, were both donuts complete? Yes. How many counter-clockwise revolutions were used to open the device? 1,5. How was it confirmed that the anvil was free from the tissue prior to removing? How was the leak controlled? With air. Was there any bleeding? Yes. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No, product change and the use of sutures as well as costs associated with extending the operation of the operating room attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the stoma pre-planned? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Was the device difficult to close? Was the device difficult to fire? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that there was a leak at the sawing line. To complete the procedure the physician made a stoma. Procedure: unknown.

Manufacturer narrative:
(B)(4). Date sent: 03/23/2022. Additional information was requested, and the following was received: could you please provide more information to "it was to procedure completed physician made stomia"? No. Where within the gap setting scale was the orange indicator prior to firing? In the green field. What confirmation was received that the device was fully fired? Yes. Did the device staple? No all, the staple line were not complite. Was the staple line complete? No all, the staple line were not complite. Were there any staples missing from the staple line? Probably. What was the shape of the staples (b-formation, irregular, legs straight)? B-formation, and irregular. Were the staples deployed into the tissue? Yes. Were the staples seen in the surgical field? Yes. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? Yes. If the device fully cut, were both donuts complete? Yes. How many counter-clockwise revolutions were used to open the device? 1,5. How was it confirmed that the anvil was free from the tissue prior to removing? How was the leak controlled? With air. Was there any bleeding? Yes. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No, product change and the use of sutures as well as costs associated with extending the operation of the operating room.